Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that after the catheter was implanted it became stuck and was pulled back. The catheter then broke. It was also reported that there was no patient injury.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. The instructions for use that accompanies the device cautions that to avoid transection of the catheter, the catheter should never be withdrawn through the tuohy needle. It goes on to say that if the catheter needs to be withdrawn, the tuohy needle and catheter must be removed simultaneously. (B)(4)